Event description:
The reporter stated that the syringe pump was set to deliver 2.1cc/hour using a 60 cc syringe. The syringe pump was connected to the infusion set from another MFR's infusion pump. The other infusion pump was set to deliver 100 cc/hour. The plunger retainer was broken on the syringe pump which would not retain the syringe plunger allowing the contents of the syringe to be siphoned in less than one hour. There was no patient injury associated with this event. The reporter further indicated that they were swithching from a large bore tubing to a microbore tubing and will no longer connect the syringe pump to the other infusion pump's infusion set.